Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 328418, batch no. 8267534. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle hub separated from syringe into shield. Shield with needle hub was loose in bag. The following information was provided by the initial reporter: consumer reported needle hub separated from syringes and stayed inside of the shield, stated that they were separated in the bag.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8267534. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 328418 batch no. 8267534. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle hub separated from syringe into shield. Shield with needle hub was loose in bag. The following information was provided by the initial reporter: consumer reported needle hub separated from syringes and stayed inside of the shield, stated that they were separated in the bag.